Manufacturer narrative:
The lot number was provided for two out of three malfunctions, therefore, lot history reviews were performed. Product catalog number for one malfunction was reported as unk denali. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for all the three malfunctions of which one malfunction included images. All the three reported malfunctions were confirmed for the alleged filter perforation and tilt. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model dl900f vena cava filter allegedly perforated and tilted. The information was received from various sources. All the three reported malfunctions were involved patients with no consequence. Three patients ages were ranged from 50 to 67 years old and two were reported as females. All other patient details were unknown.